Event description:
During the procedure, it was noted that the contrast controller out of namic kit (sealed manufactured one time use device) which has a graduated chamber and is supposed to have a ball that floats in that chamber to prevent aspiration of air into the contrast syringe was not in place. The entire unit was removed from the field and a new one, that was closely inspected and complete was placed into service. No apparent harm to patient during or noted after procedure. Patient remained pain free and vital signs stable.